Event description:
It was initially reported by the sales manager, that post successful transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the patient was noted to have a large pericardial effusion later that day. They drained the pericardial effusion, and it was reported to improve. The next day, the drain was not working, and the effusion was accumulating again. As they were bringing the patient down for a new drain, the alterra was reported to have moved 'quite a bit' post op. The valve function was good, and the patient was clinically stable. Per report from the physician, on post operative day 1, the patient developed hemorrhagic effusion. About 300ml were drained and the drain was left in place. However, the drain got clogged and was changed. An additional 200 ml was drained from the patient. The patient did well and was discharged home on post operative day 5. Approximately 30 days post procedure, the patient reported chest pain that got worse with time. Tte showed a 5-6mm layer pericardial effusion. CT showed the effusion to be consistent with blood and protrusion of struts into the pericardial cavity. However, per imaging review was performed, and the following was observed: anatomically, the patient's pulmonary artery was large in diameter. Therefore, during deployment, the apices were not opening parallel to the anatomy, but rather perpendicular. The prestent is not coaxial with the main pulmonary artery. As they released the prestent, it is believed that this is the point when the perforation occurred. It was also observed that multiple apices were 'extra-vascular' in addition to the site of the perforation. Per procedural imaging and imaging post procedure, there was evidence that the device did not migrate from the implant location.

Manufacturer narrative:
Correction to b5 based on additional information received.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, the site provided imagery relevant to the event, and the following observed: 1 distal inflow apex was observed protruding the pulmonary artery. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for device penetration was confirmed through the provided imagery. As reported, 'CT showed the effusion to be consistent with blood and protrusion of struts into the pericardial cavity.' There was a previously initiated product risk assessment (pra) regarding the issue related to alterra deployment position being canted in the pulmonary artery. Provided imagery shows, one stent apex was observed penetrating at the inflow. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Apex engagement with the anatomy is critical for prestent fixation and to avoid migration. However, in this case a category 3 device penetration occurred that lead to the reported pericardial effusion. A review of the procedural imagery showed that the pulmonary artery was anatomically large and that during deployment, the apices were not opened parallel to the anatomy but rather perpendicular. The prestent was not deployed coaxial with the mpa and it is mostly that during the non coaxial released of the prestent was when the perforation occurred. A CAPA has previously been initiated to investigate if any IFU/physician training improvements can be implemented that may help prevent intraprocedural apex penetration events. In addition, a technical summary written by edwards lifesciences mentions the alterra prestent is designed with outward flared / pointed apices and sufficient outward chronic force to allow proper retention of prestent to various and challenging patient anatomies. The investigation in the pra demonstrated that design of prestent in combination with canted positioning in the anatomy can result in an apex penetration. As such, available information suggests that procedural factors (non-coaxial/canted alterra deployment), in addition to the prestent's design, may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the sales manager, post successful transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the patient was noted to have a large pericardial effusion later that day. They drained the pericardial effusion, and it was reported to improve. The next day, the drain was not working, and the effusion was accumulating again. As they were bringing the patient down for a new drain, the alterra was reported to have moved 'quite a bit' post op. The valve function was good, and the patient was clinically stable.